Event description:
Patient undergoing colonoscopy. A 1 cm sessile polyp was identified in the proximal ascending colon close to the cecum. The physician planned to remove it in two pieces. The snare was placed over the distal aspect of the polyp. Care was taken to ensure not too much was grabbed. The polyp was quite soft. Snare polypectomy was performed. The unit was set on the standard setting for cautery and coagulation, 150/30 effect 3 which is a blended cautery setting. When the physician stepped on the yellow pedal and the cautery was applied, it appeared that more cautery than usual occurred and the machine did not make the usual sounds that it makes during polypectomy. The physician quickly and immediately took his foot off the pedal. A second erbe electrocautery device was moved into position and the partial polypectomy was completed. An attempt was made to gather the remainder of the polyp but it was difficult to do as whenever an attempt to snare it was made the previously cauterized site was collected. There appeared to be no other indication of patient harm.